Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3x34mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degree bend. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter, leaving 40% residual stenosis in the lesion. A 3.00x38mm promus element drug-eluting stent was advanced for treatment. However, it had difficulty tracking the stent through the lesion. After removal, strut damage was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a kink along the length of the hypotube shaft measured at 93.3 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink in the shaft polymer extrusion measured at 22.6cm proximal from the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3x34mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degree bend. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter, leaving 40% residual stenosis in the lesion. A 3.00x38mm promus element drug-eluting stent was advanced for treatment. However, it had difficulty tracking the stent through the lesion. After removal, strut damage was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.